Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Returned sheath was observed to successfully engage its deflection mechanism by achieving and maintaining deflection with no complications. Evaluation of the sheath and dilator interface confirmed the dilator did not audibly snap and lock into the valve housing, allowing the dilator to easily be remove. The dilator and sheath interface was evaluated for its pull force disengagement and confirmed the results conformed to the design specification. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure it was mentioned that dilator was not able to lock into the sheath. It was also noted that air was drawn into the sheath. The issue persisted ever after several attempts were made for locking. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was further reported that no abnormalities were noted during the preparation in the sheath. No leak in the sheath nor air in patient was noted. A 20cc syringe was used for aspiration. No damage was noted on the dilator.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure it was mentioned that dilator was not able to lock into the sheath. It was also noted that air was drawn into the sheath. The issue persisted ever after several attempts were made for locking. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure it was mentioned that dilator was not able to lock into the sheath. It was also noted that air was drawn into the sheath. The issue persisted ever after several attempts were made for locking. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was further reported that no abnormalities were noted during the preparation in the sheath. No leak in the sheath nor air in patient was noted. A 20cc syringe was used for aspiration. No damage was noted on the dilator.